Manufacturer narrative:
Follow-up #1: date of submission 05/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/01/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation the pump powered up to the verify screen with the appropriate audible and vibratory functions. The cartridge compartment was found to have cracked at the threads area. Unrelated to the casing issue, it was observed that the bolus button cover was torn while the button responded properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the cartridge compartment was cracked. The reporter stated that the cartridge cap was intact and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.